Manufacturer narrative:
Results: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter regarding item # 309653 with lot # 6354999. A sample was received in the (B)(4) plant for evaluation. It shows hard plastic floating in the saline therefore failure mode is verified. The hard plastic has been identified as broken plunger rod bayonet in the fluid path. The most probable root cause is related to the plunger rod likely broke during the assembly process however it is unknown how this happened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while pushing fluids through a 60 ml bd¿ syringe with bd luer-lok¿ tip, a piece of hard plastic was floating in the device. No medical interventions reported.